Event description:
In 2009, the lay user/reporter contacted lifescan on behalf of the lay user/patient alleging the one touch ultra meter does not turn on. The medical surveillance specialist could not contact the patient to obtain/clarify information. The reporter said the product issue started about one week prior at around 2 pm. The reporter said that after the product issue started, the patient felt dizzy and cold and was sweating. The patient did not take any action regarding management of diabetes due to the issue but did continue with the same insulin regime. The patient is an insulin self-adjuster. The reporter noted the patient obtained advice from a health care practitioner at around 2 pm 6 days later. It was determined during the troubleshooting telephone call, the patient replaced the battery per the owner's manual. Although details of the incident are unknown, this complaint is being reported because it was alleged that the meter didn't turn on and the patient reportedly developed symptoms that may be indicative of hypoglycemia after the issue started.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them, and inform FDA of product(s) that do not pass inspection in a supplemental report.